Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was started on a 24 hour flucloxacillin pump for 6 weeks for driveline infection. Swab results from (B)(6) 2022 showed staphylococcus aureus and the patient had previously taken oral flucloxacillin then clindamycin with adverse side effects and no improvement so the patient was switched back to flucloxacillin. The patient was alive and well and the infection was being assessed and managed locally.